Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimate. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It is possible that a buildup of blood and/or contrast on the guide wire resulted in the reported physical property issue (stickiness), thus resulting in the reported difficult to position and the reported difficulty to remove; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the guide wire felt very sticky. It was difficult to advance and retract other devices over the guide wire. The device was sufficiently wetted prior to use and in between devices. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.